Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had crack at 13 mm from the distal end. There was a mark contacted with the grasping section around the crack. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. An unspecified error occurred. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6), 2020, olympus medical systems corp. (Omsc) found that the tissue pad was separated. This is the report regarding the separation of the tissue pad.